Event description:
The customer stated that key failure alarm came up during routine check. No patient involvement.

Manufacturer narrative:
The device is an automated external defibrillator (AED) and the actual device involved was returned by the customer. Testing of the device could not duplicate the customer's complaint of a key failure, but the event was confirmed as occurring through the device's log. A visual inspection of the device identifies internal watermarks on both the upper and lower chassis and contamination of the connector of the main circuit board, which reasonably suggests that the device was subjected to excessive fluid ingress. Since the failure could not be duplicated, the cause of the failure is inconclusive, but the evidence highly suggests that the event was caused by excessive fluid ingress to the device causing a short circuit during its liquid stage. The device was cleaned to prevent corrosion, passed all acceptance testing and was returned to the customer.